Event description:
It was reported that the patient received two shocks as the rv (right ventricular) lead had intermittent noise and high impedance. The pace/sense portion of the lead was replaced and the high voltage portion of the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.